Manufacturer narrative:
(B)(4). Bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode with the incident lot was observed. Additionally, a review of the manufacturing records was completed for the incident lot and no issues were identified. Bd has initiated a CAPA to document further investigation and root cause(s) of this product issue.

Event description:
It was reported that bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes had fm imbedded in the tube. No report of medical intervention or serious injury.

Manufacturer narrative:
Date received by manufacturer is corrected to 03/26/2018.

Manufacturer narrative:
Date received by manufacturer is corrected to 03/26/2018.